Event description:
It was reported the patient needed to have a PICC inserted, and the client noticed black magazines coming out of the catheter when it was pre-filled during the insertion procedure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a dark material inside the catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter kit for evaluation. The groshong catheter was returned with its inlaid stylet. An initial visual observation revealed use residues inside the catheter. The use residues appeared orange with some dark spots along the inside of the catheter. A functional test of attempting to infuse water into the returned groshong catheter using a 12 ml syringe revealed no observable exiting material from inside the groshong as it was infused over a white paper towel. A microscopic observation revealed what appeared to be blood use residues inside the returned groshong catheter. An observation of the stylet revealed what appeared to be rust and blood use residues along the stylet. Because the dark material inside the catheter was observed to be blood use residues, the complaint of dark material inside a catheter is confirmed and was determined to be use-related. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the patient needed to have a PICC inserted, and the client noticed black magazines coming out of the catheter when it was pre-filled during the insertion procedure. No other information was provided.